Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the tubing. The customer's blood glucose (bg) level was 300 mg/dl. The customer changed the tubing and indicated that a bolus would be delivered via the pump to address bg level.